Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). On (B)(6) 2021, a batch record review was performed for lot 0a06291. The lot 0a06291 was manufactured on 01/21/2020 in the minilink #3 manufacturing line, with a total of (B)(4) mku. Based on the review carried out, all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. The process was run according to the applicable process instruction. Batch record review carried out supports that no issues related to the problem were identified. In addition, a complaint search for lot 0a06291 and malfunction code (B)(4) no malfunction based on complaint information was carried out and as a result, no additional complaints were found; therefore, no trend for this lot is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported cut on bottom side of the stoma. It was hard for her to see being on the bottom side. She was unable to estimate the size but stated that it looked like it was from one side to the other on the stoma. She was unable to confirm stoma size but stated that it was about the size of a dime. On (B)(6) 2020, the end user first noticed it. She always had some blood at the site and on the wafer. She was unable to estimate the amount but said that it was less than a teaspoon. She reported difficulty getting the opening centered around the stoma. She also lifted the stoma to clean underneath it and she possibly lifted it too hard or far. The end user denied wafer opening being sharp. She did have a bulge under stoma but was unsure if it was a hernia. The patient continued to use the product. Photographs depicting the issue were received from the end user.